Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify back light anomaly due to buttons not responding. Device received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was having unresponsive buttons declined 24 hour and damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer reports threading where reservoir goes in was cracked off and there was dimmed back light. The device will not be returned for analysis.